Manufacturer narrative:
The affected device was returned for evaluation. It had a damaged dso seal, scratched lens, and damaged remote dose connector. Functional test was performed - found defective remote dose connector. Accuracy test was performed - test failed (+4,181%). Functional testing could not duplicate an unknown issue. Damaged dso seal, scratched lens, damaged remote dose connector, and defective expulsor were determined as the cause of the device failure that rendered it in need of repair. As a result, the dso seal, lens, and remote dose connector were replaced. The expulsor will be sanded. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device needed to be repaired after preventative maintenance. There was unknown patient involvement and unknown patient harm/adverse event reported.